Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported missing magnet issue. However, stryker was unable to verify or duplicate the reported audio issue. Stryker determined that the cause of the missing magnet was due to customer abuse, as damage was observed to the device lid. The cause of the reported audio issue could not be determined. The customer received a replacement device and the returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device was missing the magnet from the lid of the device. In this state the device will not turn on automatically when the lid is activated, which can cause a delay in defibrillation therapy if needed or may lead to use error resulting in a failure to deliver defibrillation. The customer also advised that the audio prompt of their device was distorted. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use reported with the event.

Event description:
The customer contacted stryker to report that their device was missing the magnet from the lid of the device. In this state the device will not turn on automatically when the lid is activated, which can cause a delay in defibrillation therapy if needed or may lead to use error resulting in a failure to deliver defibrillation. The customer also advised that the audio prompt of their device was distorted. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.